Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the analyzer would not communicate with a programmer. The analyzer was to be sent for repair.

Event description:
It was reported that the analyzer was not communicating with the programmer. The analyzer was returned. No patient complications have been reported as a result of this event.